Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 293mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.